Event description:
Incorrect lenses were illegally dispensed without required passive verification from hubblecontacts.com (st shine daily contact lenses). The lens dispensed was hubble methafilcon a contact lenses in the incorrect material, power, diameter, and base curve. The lenses caused pt irritation and redness in his left eye. On examination the pt had a significant corneal complication (corneal infiltrates) and also had a significant case of gpc (giant papillary conjunctivitis) to his palpebral conjunctiva in the eyelids. The pt will require treatment and may be left with permanent corneal scarring. Diagnosis for use: astigmatism, myopia. (B)(4).